Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Technical support advised running a higher dilution of x200 and x500. The aia-900 operated as expected. The most probable cause of the reported event was operational error secondary to lack of proper amount of dilution of the reagent.

Event description:
On (B)(6) 2017, the customer reported high bhcg results on their aia-900 analyzer, even after diluting at x100. There was no indication of patient intervention or adverse health consequences due to the discrepant patient result.